Event description:
It was reported that patient experienced st elevation. During a pulmonary vein isolation (pvi) with posterior wall (pw) and anterior mitral line ablation, a farawave ablation catheter was selected for use. Use of the catheter to treat posterior wall ablation and anterior mitral line ablation constituted off-label use of the catheter. The procedure began with vascular access, followed by a transseptal puncture using an sl0 sheath, brk1 needle, and non -boston scientific (bsc) wire under fluoroscopic guidance. The left atrium was mapped with a non-bsc catheter, and the sl0 sheath was exchanged for a faradrive sheath. A farawave catheter was introduced into the left atrium to perform ablation for persistent atrial fibrillation. Use of the catheter to treat persistent atrial fibrillation constituted off-label use of the catheter. Pulmonary vein isolation and posterior wall ablation were completed with a total of 48 lesions. Post-ablation, the patient exhibited atrial flutter, prompting the creation of an anterior mitral line from the right superior pulmonary vein to the mitral valve annulus, with 10 additional lesions applied. Mild transient st elevation was observed during the final lesion near the mitral valve but resolved spontaneously without intervention or hemodynamic instability. Conduction block was assessed via septal pacing using the farawave and non-bsc cs catheters. The farawave catheter and faradrive sheath were removed, and hemostasis was achieved with a figure-8 suture at the access site. The cause of the st segment elevation is believed to have been from ablation. No other immediate complications were noted. No device issues were noted with the catheter. The catheter is not expected to be returned for analysis as it was disposed.

Manufacturer narrative:
H6: impact codes- corrected. Media review: images of annotations in a notebook were provided, which were reviewed by a boston scientific quality engineer. Based on the analysis, it was indicated that the device was used to treat a posterior wall ablation and anterior mitral line, which were off label use of the device as the farawave catheter is indicated for the ablation of the pulmonary veins to treat paroxysmal atrial fibrillation. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that patient experienced st elevation. During a pulmonary vein isolation (pvi) with posterior wall (pw) and anterior mitral line ablation, a farawave ablation catheter was selected for use. Use of the catheter to treat posterior wall ablation and anterior mitral line ablation constituted off-label use of the catheter. The procedure began with vascular access, followed by a transseptal puncture using an sl0 sheath, brk1 needle, and non -boston scientific (bsc) wire under fluoroscopic guidance. The left atrium was mapped with a non-bsc catheter, and the sl0 sheath was exchanged for a faradrive sheath. A farawave catheter was introduced into the left atrium to perform ablation for persistent atrial fibrillation. Use of the catheter to treat persistent atrial fibrillation constituted off-label use of the catheter. Pulmonary vein isolation and posterior wall ablation were completed with a total of 48 lesions. Post-ablation, the patient exhibited atrial flutter, prompting the creation of an anterior mitral line from the right superior pulmonary vein to the mitral valve annulus, with 10 additional lesions applied. Mild transient st elevation was observed during the final lesion near the mitral valve but resolved spontaneously without intervention or hemodynamic instability. Conduction block was assessed via septal pacing using the farawave and non-bsc cs catheters. The farawave catheter and faradrive sheath were removed, and hemostasis was achieved with a figure-8 suture at the access site. The cause of the st segment elevation is believed to have been from ablation. No other immediate complications were noted. No device issues were noted with the catheter. The catheter is not expected to be returned for analysis as it was disposed.

Manufacturer narrative:
G3: bsc aware date- corrected to account for media analysis date. Media review: images of annotations in a notebook were provided, which were reviewed by a boston scientific quality engineer. Based on the analysis, it was indicated that the device was used to treat a posterior wall ablation and anterior mitral line, which were off label use of the device as the farawave catheter is indicated for the ablation of the pulmonary veins to treat paroxysmal atrial fibrillation. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that patient experienced st elevation. During a pulmonary vein isolation (pvi) with posterior wall (pw) and anterior mitral line ablation, a farawave ablation catheter was selected for use. Use of the catheter to treat posterior wall ablation and anterior mitral line ablation constituted off-label use of the catheter. The procedure began with vascular access, followed by a transseptal puncture using an sl0 sheath, brk1 needle, and non -boston scientific (bsc) wire under fluoroscopic guidance. The left atrium was mapped with a non-bsc catheter, and the sl0 sheath was exchanged for a faradrive sheath. A farawave catheter was introduced into the left atrium to perform ablation for persistent atrial fibrillation. Use of the catheter to treat persistent atrial fibrillation constituted off-label use of the catheter. Pulmonary vein isolation and posterior wall ablation were completed with a total of 48 lesions. Post-ablation, the patient exhibited atrial flutter, prompting the creation of an anterior mitral line from the right superior pulmonary vein to the mitral valve annulus, with 10 additional lesions applied. Mild transient st elevation was observed during the final lesion near the mitral valve but resolved spontaneously without intervention or hemodynamic instability. Conduction block was assessed via septal pacing using the farawave and non-bsc cs catheters. The farawave catheter and faradrive sheath were removed, and hemostasis was achieved with a figure-8 suture at the access site. The cause of the st segment elevation is believed to have been from ablation. No other immediate complications were noted. No device issues were noted with the catheter. The catheter is not expected to be returned for analysis as it was disposed.